Event description:
The following information was received. The event occurred during reprocessing. The customer is using the recommended method to clean the distal end and using maj-1888 (single use disposable brush) for elevator cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to the initial medwatch. The following information was received. The event occurred during reprocessing. The customer is using the recommended method to clean the distal end and using maj-1888 (single use disposable brush) for elevator cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect was caused by handling from the following reasons. The user¿s reprocessing for the distal end after procedure was insufficient. Since the user did not reprocess the device immediately after procedure, foreign material adhered to forceps elevator became dry and solidified. The event can be prevented by following the instructions for use which state: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet" "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. In addition, service confirmed the reported event of no image and leaking. The image did not appear due to heavy corrosion on the electrical connector and due to a pinhole on the bending section cover, water tightness was lost. Service also found the adhesive on the bending section cover was detached, the bending section cover had wear, the connecting tube had a scratch, the forceps channel port had corrosion, the knobs were dirty, the scope connector cover was dirty, the control unit was dirty, switch 1 had a scratch, the universal cord had a scratch and was sticky, the scope connector had corrosion, the light guide cover glass had corrosion, the electrical connector had corrosion, the bending angle in all directions and play of the knobs did not meet the standard value and due to wear of the angle wire, the endoscope cable could not be connected securely due to corrosion on the electrical connector, insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the scope connector had discoloration due to water leakage, and the plastic distal end cover had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the bending section cover was leaking and there was no image from the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.